Manufacturer narrative:
The renew lapclinch grasper tips were returned to microline surgical, inc., for investigation. The two returned tips were broken near the hinge point of the jaws. Visual inspection found signs of wear. The tips were attached to a functional review handpiece for functionality testing. The tips were not functional. There was no harm to the patient. [Ref# 1223422-2017-00010]. [Ref#1223422-2017-00004]. Late MDR narrative: microline surgical, inc., is submitting this late MDR 1223422-2017-00010 (past 30-days) due to the staff responsible for the investigation leaving, and lack of staff to complete the task, including lack of full information available on the complaint to submit the MDR. Microline surgical, inc., will continue to ensure its due diligence in post-market complaints handling, and ensuring that all requirements for the medical device (emdr) reporting have been met.

Event description:
During a laparoscopic cholecystectomy procedure, the renew lapclinch grasper tips broke. In this procedure, two renew lapclinch grasper tips were used and both broke at the hinge. The surgical procedure and anesthesia time was extended by 20 minutes. There was no harm to the patient. [Ref# 1223422-2017-00010]. [Ref# 1223422-2017-00004].